Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements. The associated implantable cardioverter defibrillator (ICD) is a non-boston scientific product. Further advice was requested to technical services (ts), however, this is best to be discussed with the ICD manufacturer as ts does not have information on the ICD device. The rv lead serial number is not available at this time. The rv lead serial number was provided. Additional information indicates the clinic will continue to monitor the lead impedance during normal follow-up times. The ICD system remains in service. No adverse patient effects were reported.